Event description:
Reportedly, during pt use, an 'o2 sensor cal error' occurred. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).